Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibration alert for rv lead oversensing due to double counting. X-ray confirmed dislodgment of rv lead in upped ra. The patient was unwell and had shortness of breath. The patient will be monitored. No further information is available.